Event description:
The patient was tranfer with arjo passive floor lift and non-arjo sling silverlea it was reported that during a patient transfer from a bed the patien fell to the floor. As a consequence of the event the patient sustained a cut on the head.

Manufacturer narrative:
Investigation is still ongoing and further conclusion are to be added in the follow up report.

Manufacturer narrative:
The cover letter was attached with information that non arjo sling was used during the event.

Manufacturer narrative:
Following the information reported, the event occurred during transfer of the resident to the chair using arjo maxi twin floor lift and non arjo silverlea sling. It was reported that during initial phase of transfer when the patient was raised, the patient fell out from the sling. As a consequence of the event the resident sustained cut to top of head. The resident attended a&e deptartment in local hospital. The cut on back of head was 'glued' and the resident was released to go home same day. The device was inspected by arjo technician. The lift functional evaluation revealed that sling retaining clips (spring loaded the latch) were sticking and not returning to the closed position. The technician cleaned the part and checked that it was fully functional. No lift malfunction was found that might lead to the patient fall. The arjo technician tried to gathered the information regarding event circustamces. The information provided by customer were unclear. One of the interviewees said that a sling loop was not connected to the lift spreader bar and was detached after the event. The staff member has undergone refresher training. The instruction for use for maxi twin (04.kt.00_11) contains graphic and step-by-step instructions for attaching the sling to the lift. The instruction for use contains information that: "1) place the loop over the spring loaded latch 2) pull the loop down to force that latch to open 3) make sure that the spring loaded latch closes completely with the loop inside the hook." "Warning: to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation." The customer stated that they had conducted a compatibility assessment of the use of a non-arjo sling with the arjo device. However, they did not provide details of how the assessment was carried out. As no arjo lift failure was confirmed, it cannot be ruled out that using non-arjo sling contributed to the reported resident's fall. The root cause of the reported event cannot be determined at this time. To sum up, it has been established that a floor lift and non-arjo slings were used for patient handling at the time of the event. No device malfunction was found. The complaint was decided to be reportable due to the allegation that the patient fell during the transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.